Manufacturer narrative:
Complaint conclusion: upon opening a precise pro rx, the plunger on the catheter looked to already be deployed slightly so they did not use it and pulled another one.  There was no patient injury as the device was not clinically used. There was no damage to the shipping or packaging box.  The device was stored per IFU (instructions for use). The product was not returned for analysis. A device history record (DHR) review of lot 17599309 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature/prior to use¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling factors may have contributed to the reported event but cannot be confirmed. According to the instructions for use ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the DHR nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
Upon opening a precise pro rx, the plunger on the catheter looked to already deployed slightly so they did not use it and pulled another one.  There was no patient injury as the device was not clinically used. The product will not be returned for analysis.  There was no damage to the shipping or packaging box.  The device was stored per IFU.